Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the keypad cover was returned peeling at the up arrow button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the contrast and ok keypad buttons responded appropriately. No buttons were sticking. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.